Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070527.

Event description:
It was reported that the patient was experiencing a change in stimulation and loss of coverage. During a reprogramming session, stimulation would only capture left side and elicited uncomfortable rib stimulation. An x-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the leads were replaced and will not be returned. The patient was doing well postoperatively.